Event description:
As per the report from the user facility / foreign distributor - "when operating the catheter, the surgeon injected 1 cc of sterile water to inflate the balloon and perform the technical procedure. The balloon ruptured. The device had to be removed following this failure. Sample not available, not kept after the procedure."

Manufacturer narrative:
The device was discarded after the procedure so the complaint could not be confirmed. A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. Two comparative devices were pulled and tested - the same catalog number as the complaint device, but different lot numbers. Both devices used the same balloon raw material and balloon tubing as the complaint catheter. The first catheter was inflated and the balloon started leaking at the proximal balloon bond at a volume of 2.0ml (cc), which is well above the labeled rated volume of 1.0cc (ml). The balloon did not burst. The second catheter was inflated and the balloon started leaking at the proximal balloon bond at a volume of 2.0ml (cc), which is well above the labeled rated volume of 1.0cc (ml). The balloon did not burst. Numed could not duplicate the issue with the two comparative catheters. It is unknown as to the patient's age, size, or any other patient condition that may have affected this malfunction. All of these things could be a factor with the issue that has been reported. Additional information has repeatedly been requested but not provided.